Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. Alarms were noted in the history file for a motor encoder position error. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the motor was stuck in the rewind process and alarmed for a motor error. The blood glucose reading was 282 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The insulin pump had been exposed to a MRI. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.